Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), pelvic pain ("pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and ruptured ectopic pregnancy ("ruptured tubal ectopic pregnancy") in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "devic ineffective". The patient's concurrent conditions included hydrosalpinx. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery, surgery (to remove the essure implant/ bilateral salpingectomy), surgery (laparoscopic bilateral partial salpingectomy with removal of left ruptured tubal ectopic pregnancy) and surgery (laparoscopic bilateral partial salpingectomy with removal of left ruptured tubal ectopic pregnancy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, pelvic pain, ectopic pregnancy with contraceptive device and ruptured ectopic pregnancy outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, pelvic inflammatory disease, pelvic pain and ruptured ectopic pregnancy to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic inflammatory disease most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New reporters added and case updated to medically confirm. Event pelvic inflammatory disease and ruptured tubal ectopic pregnancy was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "devic ineffective". In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain and ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.